Event description:
It was reported that on (B)(6) 2015, an unknown xience pro x stent was implanted in the right coronary artery (rca), totally occluded lesion. Another 4.0x38mm xience pro x stent was implanted proximal to the previously implanted stent in the rca lesion. The 4.0x38mm xience pro x was noted well apposed to the vessel wall. During removal of the 4.0x38mm delivery system, resistance was met and the delivery system was stuck. Reportedly, the resistance occurred after removal from the implanted stent and was possibly with anatomy. Force was used to remove the delivery system and the proximal shaft separated. The separated portion was removed along with the guide catheter. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Due to excessive force was used during device removal. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the xience pro x everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system. Based on a visual inspection of the returned device and information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x device is currently not commercially available in the us; however, it is similar to a device sold in the us.